Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer's customer is stating the pin is gone from one side of the calf pad and the other is there, but coming off.